Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer main had failed. A technical support specialist (tss) rebooted to recover the storage, but the issue still persisted. The tss contacted the customer and confirmed that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer was failed. The customer reported that the malfunction occurred during the dispensing of the medication causing delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.